Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 260 mg/dl. Reportedly, the customer had programmed the time settings incorrectly and switched am with pm. The customer delivered a bolus via the pump. Reportedly, the customer's bg level stabilized to 71 mg/dl.